Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that the stitching is coming apart. During the surgery, the thread repeatedly detached from the needle. Additional information has not been provided.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 21 closed samples for analysis. To evaluate the conformity of these units, we performed the following tests: tightness test to the closed samples received has been performed and the units are tight. Needle attachment strength results conducted on the closed samples received are 0.20 kgf in average and 0.11 kgf in minimum and fulfill the european pharmacopoeia (ep) requirements (ep requirements: 0.17 kgf in average and 0.08 kgf in minimum). Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Needle attachment strength results conducted on samples before releasing the product were 0.18 kgf in average and 0.12 kgf in minimum and fulfilled ep requirements: 0.17 kgf in average and 0.08 kgf in minimum. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the closed samples received fulfil european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is a CAPA in the system to correct/prevent this defect to happen.